Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and during cautery activation, the error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. To determine the root cause, the unit was returned to OEM for additional failure analysis and for potential repair. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and was able to replicate the issue. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, c-54 and c-34 errors occurred on vio dv integrated electrosurgical unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site power cycle the iesu, plug the iesu to another ac power outlet and replace monopolar and bipolar cables, but the issue persisted on both monopolar and bipolar ports. Site elected to use a third-party esu (forcetriad) to continue with the procedure. The procedure was delayed less than 15 minutes. The procedure was completing as planned with no reported injury.